Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges consumer was operating his unit onto a van ramp to lower him down to the ground. He stopped controller but alleges it worked on its own and allegedly he fell off of the ramp.